Manufacturer narrative:
Additional info: catalog #'s: 72404127, 720157-01; serial #'s: (B)(4), (B)(4). Device was not returned for eval. Unable to draw a conclusion.

Event description:
Originally implanted (B)(6) 2007 with an aus device. On (B)(6) 2010, the 4.0 cm cuff was removed and replaced with a 3.5 cm cuff. Shortly after the activation was performed the pt used his riding lawn mover to mow a long stretch of lawn and soon after that activity began to experience perineal discomfort and swelling at the scrotal perineal junction right around the area of the aus pump mechanism. The pt could not palpate the pump to open up his sphincter in order to void and remained in retention until he began to experience overflow incontinence. Within 5-6 days after the event the pt presented to the emergency department with mild pyrexia and enlarged lower abdomen consistent with complete retention and a creatinine of 7." There were signs of infection. The pt was treated with the placement of a indwelling catheter, and 48 hours later there appeared to be residual fluid making it impossible to completely palpate the cuff. Approximately 90 ml of a thick brownish yellow fluid was drained. This drainage made it very easy to palpate the pump, which was then deactivated. On (B)(6) 2010, the entire device was removed.